Manufacturer narrative:
Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs found on 17-jan-2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 17-jan-2023, there was no unexpected alarms/suspends noted and found bolus delivery of dailytotalofbolusinsulindelivered = 16 u. 01/17/2023 09:45:30.000 normalbolusdelivered normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 01/17/2023 12:22:04.000 normalbolusdelivered normalbolusamountprogrammed = 1 bolusamountdelivered = 1 01/17/2023 13:05:38.000 normalbolusdelivered normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 01/17/2023 15:55:52.000 normalbolusdelivered normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 01/17/2023 18:38:54.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 01/17/2023 20:35:36.000 normalbolusdelivered normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 01/17/2023 21:38:36.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized with hyperglycemia and blood glucose value was 577 mg/dl at the time of the event. Customer treated the event with manual injections and insulin drip. No symptoms related to the event was reported. Customer alleged under delivery with insulin pump. Troubleshooting was performed and found that the customer used the pump within 48 hours of the event and that the auto mode/smartguard feature was not active. No further patient complications were reported. The customer will discontinue use of the device and insulin pump will be returned for analysis.